Event description:
It was revealed during review of the manufacturer's programming history database, on the first interrogation at a clinic visit, the vns battery status indicator was flagged as end of service, or eos. However, an additional interrogation/diagnostics performed at the same visit revealed that the device was not at eos. Review of the internal generator data revealed that the values that did not correspond with those values expected for the generator. Upon further investigation, it was determined that some response packets of data received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets from the programmer. This resulted in the software incorrectly calculating several values that were received to display. It was determined that this was a one-time ui-based error and the vns generator was never actually at eos or disabled. No further relevant information has been received to date.